Event description:
Medtronic received information that during use of a dlp aortic root antegrade cannula during a coronary artery bypass grafting (CABG) procedure, the customer reported that during removal of needle from the cannula, the needle got stuck in the line and became impossible to take out. The cannula was replaced and the same issue occurred. A third cannula was then used to successfully complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that there were no noticeable damage on the cannula. The same insertion site used for all of the cannulae.

Manufacturer narrative:
The reason for return was confirmed. Visual analysis of returned device shows the male luer stem of needle introducer appears to have been inadvertently bonded to the female luer during assembly and when it was removed the luer cracked/split. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for a bonded luer connector resulting in the user being unable to remove the introducer needle. This complaint is the result of a manufacturing issue, as the components were inadvertently bonded during assembly. The instructions for use do instruct the user to perform the following steps prior to insertion: "check the luer fitting connection by first holding the female luer adapter of the cannula and twisting the male luer of the needle assembly counterclockwise. Withdraw the introducer from the cannula completely to ensure that the introducer can be withdrawn smoothly. Inspect the point on the introducer to ensure that the point has not been inadvertently bent or damaged. Carefully replace the introducer in the cannula, then re-engage the male luer and lock it into place by holding the female luer of the cannula and twisting the male luer of the needle assembly clockwise". Review of the device history record could not be performed as no lot number was provided. There were no adverse patient effects because of this occurrence. Trends for issues with this device are monitored. Correction section e.3 (occupation): this has been corrected to physician correction eval code result (fdc/annex c): this code has been updated to c1601. Correction section h.2.3.2 (device returned to manufacturer): this tick box has been selected as the device was returned to the manufacturer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.